Event description:
It was reported that the patient presented in the emergency room after experiencing a syncopal episode. During device interrogation pacing rate variability was noted and was unknown if there was any relation to the syncopal episode. Programming changes were recommended. The patient was stable throughout the device interrogation and will continue to be monitored.